Manufacturer narrative:
Results: the pet lock was present on the proximal end of the penumbra smart coils (smart coil) pusher assembly. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). The introducer sheath had a slight ovalization approximately 6.0 cm from the distal end. Conclusions: evaluation of the returned smart coil revealed the introducer sheath was slightly ovalized on its distal end. If an rotating hemostasis valve (rhv) is over-tightened on the introducer sheath, damage such as this may occur, and resistance may be experienced during advancement of the smart coil through its introducer sheath. During functional testing, the smart coil was advanced through a demonstration rhv and microcatheter without issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (rmca) using penumbra smart coils (smart coil). During the procedure, the physician experienced resistance after advancing a smart coil through the rotating hemostasis valve (rhv) and past the hub of the non-penumbra microcatheter; therefore, the smart coil was removed. The procedure was completed using new smart coils with the same rhv and microcatheter. There was no report of an adverse effect to the patient.